Manufacturer narrative:
Reporter first name: (B)(6). The product malfunction was unable to be confirmed because the customer refused service.

Event description:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Philips received a complaint on the dfm100 indicating that the device keeps alarming after self-test. There was no patient involvement at the time the issue was discovered. The efficia dfm100 defibrillator, model#: 866199, is substantially similar to the heartstart xl+ defibrillator (model#: 861290) and will be reported in the united states under device model#: 861290.